Event description:
The following complaint was reported: the nasal cannula is blocked or has a very narrow passage for oxygen. Nasal cannulas were used on two (B)(6). The one cannula dislodged itself from the oxygen supply because of blockage and the next (B)(6) had several alarms go off because the oxygen supply was far too low.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. New oxygen cannula had to be found. A one year historical review of complaints revealed that there are no complaints for product 3338mm; the batch records indicated that product was manufactured according to specifications (B)(4) and the assembly work instructions (B)(4). No previous investigations exist for this issue for this product. Product pictures were visually examined and observed was a reduction of tube at the end that is inserted into the adapter port. It could cause the partial or total occlusion. Current production sample from equivalent product (3338-e) were tested and all samples were found to be free of occlusion. Further investigation performed by the quality department revealed that current production samples meet the specification requirements and the batch records indicate that product was manufactured according to specifications. Though product is meeting the specification for flow restrictions, there is the possibility of occlusion at the junction of tubes with adapter. The possible root cause is an inadequate assembly method that not contains clear instructions or established limits for the insertion of tubes into adapter. Assembly method (B)(4) will be reviewed and improved to establish and document clearly conditions and limits for the insertion of tubes into adapter, in order to eliminate any possibility of occlusion in this type of products with very small tubes. Corrective/preventative actions have been initiated for the complaint issue. Additional info is being requested regarding the reported complaint. There are no additional pt/event details available at this time. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.